Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a patient was admitted for cad. Post lhc procedure the patient was evaluated in recovery unit. The patient experienced expressive aphasia and was positively diagnosed with an embolic stroke. The patient was treated and discharged to home with slight aphasia.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint could not be confirmed. The root cause could not be established. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found.